Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent dislodgement occurred. The 90% stenosed target lesion was located in the severly tortuous and calcified mid right coronary artery (rca). The lesion was predilated with a 2.0x15mm and 3.25x20mm non bsc balloons. The 3.5x20mm taxus express2 drug eluting stent (des) was advanced to the target lesion but the device was unable to cross the lesion. The physician attempted to remove the device from inside the pt but the device got caught on the 75% stenosed, severely calcified and tortuous proximal portion of the lesion. The physician made several attempts to remove the device but eventually the stent dislodged from the stent delivery system (sds) in the proximal rca. The dislodged stent was pressed into the vessel wall of the proximal rca with a 3.5x15mm non bsc balloon. Two non bsc stents, sizes 3.5x15 and 3.5x30mm, were implanted in the proximal to distal rca and the procedure was successfully completed with no pt complications. The pt's current condition is listed as "stable".